Event description:
It was reported to medtronic minimed that the customer experienced pump error 39(motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 39 alarm during the rewind test. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 14-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 17:24:46.000, on (B)(6) 2025 17:25:36.000, on (B)(6) 2025 17:46:24.000, on (B)(6) 2025 17:56:52.000, on (B)(6) 2025 18:53:58.000, on (B)(6) 2025 20:16:28.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 17:23:32.000, on (B)(6) 2025 17:23:49.000, on (B)(6) 2025 18:54:59.000, on (B)(6) 2025 19:04:00.000. Pump error 68 alarm was found on: (B)(6) 2025 17:46:52.000. Pump error 49 alarm was found on: (B)(6) 2025 17:46:52.000, on (B)(6) 2025 17:47:07.000. Pump error 23 alarm was found on: (B)(6) 2025 17:47:32.000, on (B)(6) 2025 17:57:41.000, on (B)(6) 2025 20:27:04.000. Power loss alarm was found on: (B)(6) 2025 17:57:55.000, on (B)(6) 2025 17:58:03.000, on (B)(6) 2025 20:29:02.000, on (B)(6) 2025 20:29:10.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 39 alarm was found on: (B)(6) 2025 17:23:11.000, on (B)(6) 2025 17:26:08.000, on (B)(6) 2025 17:27:21.000, on (B)(6) 2025 17:30:02.000, on (B)(6) 2025 17:31:52.000, on (B)(6) 2025 17:31:52.000, on (B)(6) 2025 17:31:52.000, on (B)(6) 2025 17:46:00.000, on (B)(6) 2025 12:55:11.000, on (B)(6) 2025 13:21:53.000. Pump was cut open to perform visual inspection and found slight corrosion on the motor assembly noted. Slight corrosion was also found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 39 alarm during self test was confirmed due to slight corrosion on the motor assembly noted. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected due to pump error 39 alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to perform the required testing due to pump error 39 alarm. Pump error 39 alarm during self test was confirmed due to slight corrosion on the motor assembly noted. During visual inspection, slight corrosion was also found on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.